Event description:
Information received with return of the device does not address the patient's clinical status but notes both atrial and ventricular lead impedance measured >1990 ohms during the implant procedure. With a replacement generator, normal impedances were measured.